Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2019-03540. It was reported that the patient was struck by lightning. Following the event, the patient lost the ability to enable their therapy. A manufacturer representative interrogated the system and confirmed that several high impedances were inhibiting therapy. In turn, the patient underwent surgical intervention wherein the patient's system was explanted and replaced, resolving the issue.

Manufacturer narrative:
Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.